Event description:
It was observed during olympus' device inspection that the bronchovideoscope had contamination on the distal end and a dent on the forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the dent on the forceps port is attributed to stress problem, however, a definitive root cause could not be established. The foreign material was not identified and cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.